Event description:
It was reported by the patient that the pdm (personal diabetes manager) was receiving unexpected boluses. The patient mentioned it was giving them low blood sugar but blood glucose levels were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.